Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed an infection under the sensor patch area and extending beyond the patch perimeter. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient consulted a doctor who diagnose the reaction site as cellulitis. The healthcare personnel (hcp) administered rocephin intramuscular injection to the patient and prescribed an unspecified dosage of oral (sulfameth/trimethoprim and doxycycline) and topical (mupirocin ointment) antibiotic medications. No additional patient or event information is available.